Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, after placing the 11mm plivios, some control images were taken and can be seen that the plivios was not in position. After taking several photos, the physician decided to remove the plivios and replace it which added additional two (2) hours in surgery. Plivios was noticed to be bent after its removal. The implant holder for plivios revolution was also bent. Another lumbar box was placed, and surgery was continued using the bent implant holder for plivios revolution. The procedure was successfully completed with surgical delay of five (5) hours as a direct result of the incident. Patient outcome was unknown. This report is for one (1) impl-holder f/plivios revolution sst. This is report 1 of 1 for complaint (B)(4).

Event description:
Further it was clarified that the procedure was successfully completed with surgical delay of two (2) hours as a direct result of the incident.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 381.103. Lot: l075190. Manufacturing site: umkirch. Release to warehouse date: 11 aug 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: one of the distal tip prongs of received device at us cq was found to be bent outwards. Overall received condition agrees with reported complaint condition. Dimensional analysis: closed up prongs have distance of 4.51 mm during closed condition which is within specification as per relevant drawing. It is possibly due to post manufacturing damage to prong.overall received condition agrees with reported complaint condition. Documents specification: the relevant documentation were reviewed, and no issues were identified. The overall complaint is confirmed. Conclusion: a definitive root cause for the bent prong for implant holder could not be determined based on the provided information. Received holder's bent prong and bent cage profile lines up while trying to recreate the functioning as surgical technique guide. It seems excessive force during procedure might have contributed to this condition. This complaint is confirmed for a bent implant holder however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.